Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that the call service alarm had occurred about two months ago. Reportedly, the patient had changed the battery and the pump worked. No additional information was available about the call service alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.